Event description:
The customer stated that the architect c8000 analyzer generated a decreased sodium result of 101 mmol/l. The sample was repeated on another c8000 analyzer and a result of 138 mmol/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The initial report was submitted under the incorrect manufacture site (g.4) of abbott (B)(4) and should have been (B)(4). MDR number 1628664-2013-00028 has been submitted and all further information will be documented ubder that MDR number.